Manufacturer narrative:
(B)(4). Concomitant medical products: sl blu 60d jl 12 holes plate; cat#sp-3215; lot#unk. Screw 2.4x16mm cancellous 5pk 4x16mm cat# 73-5416 lot#ni -qty:7. Scrw 2.4x14mm cancelous lockng; cat# 73-2414; lot#ni. Scrw 2.7x14mm cancelous lockng; cat# 73-2714; lot#ni. Scrw 2.7x16mm cancelous lockng; cat# 73-2716; lot#ni. Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. It is alleged that the surgeon did not use several plates or a large ladder plate. The IFU for these products (01-50-1215) recommends 5 cuttable rigid plate sections to close a complete mid-line sternotomy. However without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00126, 0001032347-2021-00544, 0001032347-2021-00545, 0001032347-2021-00547, 0001032347-2021-00548, 0001032347-2021-00549, 0001032347-2021-00550, 0001032347-2021-00551, 0001032347-2021-00552, 0001032347-2021-00553.

Event description:
It was reported a patient underwent a revision surgery approximately 1 week postimplantation due to the implanted cup being torn distally from the sternum. The surgeon did not adhere to the recommendation to use several cups or one ladder cup. Wire cerclages were used to complete the revision. Attempts have been made and additional information on the reported event is unavailable at this time.